Event description:
It was reported that the patient had a confirmed bladder infection. The patient was unsure when it occurred, but they saw their health care provider (hcp) about it last week. Then the holiday came and the patient wasn¿t able to go on antibiotics until 2 days ago. The patient had a loss or change of therapy and had difficulty voiding, which was the reason for the device, starting yesterday. This was considered as sudden change in symptoms. The patient went to check their implantable neurostimulator (ins) with the patient programmer, but was unable to because the batteries were low. The patient wanted to know what the screen on the programmer indicated and it was confirmed they were seeing the programmer low battery screen. The patient replaced the batteries and was able to connect to the ins. The ins was on, set at 2.4v on program 1. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ncu5, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).